Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was charged to 100% the previous night, then shut off unexpectedly. The customer's blood glucose level was impacted (elevated) but the exact value was not provided. It was indicated that the customer would use manual injections as alternate insulin therapy.